Event description:
On (B)(6) 2021 prytime was informed that a physician was unable to remove the preboa-pro catheter from the introducer sheath. The physician performed a surgical cut down on the vessel to remove the catheter and sheath together as one unit. Removal of the catheter and sheath as a unit caused bleeding from groin. The physician repaired the site. The physician stated the repair was fine after a day or so. Physician was not sure what caused the removal issue. Physician did not think it was a malfunction of the catheter. The physician stated the surgical cut down was the only option he had to remove the catheter at the time. He did not have time to trouble shoot the removal issue because the patient was too sick. The patient was struck by a motor vehicle, suffered blunt cardiac injury, patient's chest and pelvis were crushed in.